Event description:
As reported by the patient with an inquiry, during a transcatheter aortic valve replacement (tavr) procedure, upon withdrawal of the delivery system, the delivery system (ds) got stuck in the patient's femoral artery creating a three-inch tear that required a vascular surgeon to spend four hours repairing this injury. The patient developed an infection of the surgical incision site on postoperative day 5 and needed an additional three surgeries on consecutive days to fix this issue.

Manufacturer narrative:
Investigation is still ongoing. Device remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No relevant imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction valve and delivery system usage. Per the training manual, for delivery system removal, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure the balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Additionally, the training manual states the following caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty withdrawing the commander delivery system through the vasculature was unable to be confirmed. As the device was not returned, no visual inspection, functional testing or dimensional analysis was able to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'during withdrawal of the commander delivery system the commander got stuck in the patient's femoral artery'. As no patient or procedural imagery was provided, a definite root cause is unable to be determined at this time. However, it is possible that the physician did not fully unflex the system prior to removal and/or there was residual fluid within the system. This could have led to the reported damage to the femoral which may have resulted in the delivery system's interaction with vessels upon withdrawal. However, due to the lack of imagery and device, a definitive root cause is unable to be determined. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. The thv physician training manuals instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. Per the instructions for use (IFU), femoral artery dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate withdrawal difficulty of the delivery system caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. It is the natural tendency of the body to fight infection in the intercellular space. These patients are typically given an antibiotic prior to the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent infection. The thv training manuals and IFU instruct the operator on the proper insertion techniques for the edward's esheath. In this case, the cause of the infection is unknown. Although the patient underwent surgical repair of the vascular dissection, factors such as post-operative wound care or patient/procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.